Event description:
Reporter stated the infusion device does not correctly provide e4 occlusion errors. This has resulted in hyperglycemia of approximately 220 mg/dl 6-8 hours following a catheter change. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).